Manufacturer narrative:
Gore attempted to obtain additional information regarding a possible pre-existing infection and/or confirmation of a graft infection; however, this information was not provided and is deemed unavailable.

Manufacturer narrative:
No device information has been provided; therefore, an investigation was unable to be performed and a cause of the reported event was unable to be determined. The exact date of implant is unknown, only that it was in (B)(6) 2018, therefore (B)(6) 2018 will be used as the implant date. Additionally, the reported infection and subsequent explant date is unknown, only that it was approximately four months after implant; therefore, (B)(6) 2018 will be used as both the event date and explant date. Gore propaten® vascular graft instructions for use list infection as a possible complication with the use of any vascular prosthesis.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2018, a patient received a non-gore vascular graft for an aortic arch replacement for chronic type a aortic dissection. During the procedure, a dissection of the axillary artery was observed and the physician implanted a gore propaten® vascular graft to bypass the brachial artery. On an unknown date, about four months later, the patient presented with swelling in the left subclavian wound and the upper arm due to infection. A procedure was performed to explant the gore propaten® vascular graft, irrigate and drain the infection, and repair the bypass with an autologous vein. It was reported that three months after the operation there has been no recurrence of infection.